Manufacturer narrative:
Received one used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. As received, no physical damage observed. There are unknown solution residuals visible in the body. No mating device returned. Leak tested and activated microclave per manufacture, pass. Customer complaint of leaking confirmed probable cause unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer reported that the product had leaked during infusion. There was patient involvement and delay in therapy, but no harm reported.